Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a journal article that a study was performed to determine if single-chamber operation and/or loss of rate response (rr) during elective replacement indicator (eri) in patients with dual-chamber pacemakers lead to increased symptom burden, healthcare utilization, and atrial fibrillation (af). It was explained that dual-chamber pacemakers often change from dual to single chamber pacing mode and/or lose rr functionality at eri to preserve battery. It was noted however that boston scientific pacemaker devices do not change the pacing mode during eri but they do lose rr. The study included 229 boston scientific pacemaker devices that underwent a retrospective analysis. Additional information was provided by the author with the boston scientific device family names that were a part of this study (advantio, altrua, ingenio, discovery, and discovery, however, the author noted they do not have access to device serial numbers for this data set and they do not have patient authorization to share information with individuals outside the study staff. The study consisted of analysis of three comparisons. Comparison 1 was mode change and rr loss versus no change; comparison 2 was rr loss only versus no change; comparison 3 was mode change only versus no change in patients with no rr programmed at baseline. In comparison 1, 46% of all patients with setting changes experienced symptoms, most often dyspnea and fatigue or exercise intolerance versus 4% of all patients without setting changes. Similar results were noted in comparisons 2 and 3. In comparison 1, patients with setting change sought provider contact more than patients without setting changes. A significant difference was not noted in comparison 2 or 3. Overall, 2% of all patients were hospitalized, all of whom had setting changes. The specific patient symptoms were provided separately by the author related to the boston scientific devices in the study, broken down by device family. For advantio, the symptom was decreased exercise stamina. For altrua, the symptoms were dyspnea and fatigue. For ingenio, there were no symptoms. For discovery, the symptoms were palpitations and chest pain. For discovery ii, the symptoms were palpitations, chest pain, dyspnea, and fatigue. It was noted that all patients had their device replaced and any symptoms caused by eri were resolved by the device replacement. There were no fatalities as a result of eri setting changes. The conclusion of the study indicates that setting changes at eri including a change from dual to single-chamber pacing and/or loss of rr results in significantly increased symptom burden and increased healthcare utilization.